Manufacturer narrative:
The customer's test strips were requested for investigation and a replacement product was sent to the customer. The returned test strips were measured on reference meters with a high-level control sample. Testing results (qc range = 2.6 - 3.2 inr). Qc measurement 1 = 2.9 inr. Qc measurement 2 = 2.8 inr. Qc measurement 3 = 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field e3. Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a questionable result when testing with a coaguchek xs meter (serial number unknown). At 5:55 p.m., a sample from the patient was tested using the meter, resulting in a value of 3.2 inr. The patient felt unwell and called an ambulance to be taken to the hospital. In the ambulance, the patient was given 5000 units of heparin as prophylaxis for a suspected heart attack. The patient was not harmed due to receiving heparin. In the hospital at 8 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 5.2 inr. The patient's therapeutic range was 2.5 - 3.0 inr. The patient was discharged from the hospital and is at home and in good health status. A heart attack in the patient could not be confirmed.

Manufacturer narrative:
The evaluation method code has been updated.